Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about multiple reciproc blue breakages during use. This report is for the second of three reported events. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome. Involved reciproc blue file r25 8/100 25mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during DHR review (batches #1561431, 1564931, 1565300). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Sampling is representative, we can consider that the production vdw batch #287013 is conforming. No fault found. Production meets specifications.